Event description:
Per the operating room staff, the flexible drill bit broke when used to drill holes for acetabulum during left hip total arthroplasty. All parts of the drill bit were retrieved, and the patient suffered no harm/injury from this event. Dates of use: (B)(6) 2018. Diagnosis or reason for use: being used in a left total hip arthroplasty surgery.